Event description:
Surgeon using electrosurgical unit near incision site of existing tracheal tube. A spark was observed, followed by a small flame. The tracheal tube was immediately disconnected from the circuit tubing and removed from the patient. The flame was immediately extingusihed with no harm to the patient.it was noted that the cuff was burned.